Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first deployment attempt was deemed too high and the valve was recaptured. During the second deployment attempt, the implant depth appeared to be good at 1-2mm on the non-coronary cusp (ncc) and 2-3mm on the left coronary cusp (lcc). The nosecone of the delivery catheter system (dcs) was centered and the valve was released slowly to allow the outflow crowns on the valve frame to gently expand followed by continued slow deployment of the valve paddles. Following deployment, the valve appeared to dislodge slightly aortic. An aortogram showed a position of negative depth, approximately -3mm on the ncc and -3mm on the lcc. A discussion took place regarding whether to leave the valve position as is or snare the valve and place a second valve. A decision was made to leave the valve in place. Both groins were closed and the surgical drapes were removed. Prior to moving the patient off of the surgical table, the patient became diaphoretic and the heart rate slowed. Eventually the patient became unresponsive with no pulse. Cardiopulmonary resuscitation (CPR) was initiated, the patient was intubated, and resuscitative medications were administered. Access was re-established and an angiogram of valve position showed the valve had dislodged, was sealed at the sinotubular junction, and the coronary arteries were not filling. The physician was unsure if the valve dislodged as a result of CPR or because the initial implant position was too high. The valve was snared to the ascending aorta and, to stabilize the patient, extracorporeal membrane oxygenation (ECMO) was initiated. A second valve was implanted without issue. At the end of the case, the patient remained intubated on ECMO and on several medications to maintain an adequate blood pressure. It was reported the patient¿s abdomen was severely distended from an unknown cause. An abdominal-pelvic computed tomography (CT) scan was performed which showed evidence of hemoperitoneum and also retroperitoneal stranding around the pancreas and extending into the gastrohepatic ligament possibly due to hemorrhage. In addition, hyperdense contents within the stomach and duodenum were noted concerning for hemorrhage; third stage duodenal diverticulum was also noted. It was reported the patient passed away shortly after the CT was performed. The cause of death was cardiopulmonary arrest; indirectly related to the first valve that migrated. It is unknown if an autopsy was performed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description of the patient becoming diaphoretic and the heart rate slowing, does not indicate a potential manufacturing issue. Unfortunately, it is unknown what the cause for the reported diaphoretic and heart slowing, and a relationship to the device or procedure could not be determined, though it is likely related to patient condition. Cardiopulmonary resuscitation (CPR) was then reported to have been initiated. Angiograms then showed that the valve had dislodged/moved. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Coronary occlusion post transcatheter aortic valve implant (tavi) deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case, it was reported that the valve migrated/dislodged up above the annulus and had sealed the sinotubular junction and the coronaries weren't filling up. Potential factors that can influence a migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. It is possible that per the report, the valve was dislodged out of the annulus during the reported CPR; however, without review of complete imaging video and additional patient records (case summary, etc.), the reported migration/dislodgement cannot be assessed and an assignable root cause cannot be determined. The report of patient death did not provide a specific cause. Neither autopsy nor explant were performed. With the limited information available, a relationship between the device and the death could not be established. This event does not indicate device misuse or malfunction. Trends for this event type have been assessed and have been reviewed in the product quality meeting (pqm) and no further action is recommended at this time. Updated data: h6 method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.